Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. It has been determined that the issue was caused by a failure in the detachable battery. The device's detachable battery was replaced to address the issue.